Event description:
It was reported via repair work order that the nurse call system was not functional due to missing nurse call docker cable. It was also reported that the bed exit was not alarming at the nurse station due to the dipswitches needing to be upgraded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.